Event description:
The chuck was returned to the manufacturer for service,and during the evaluation an unk liquid came out of the device. There was no pt involvement at the manufacturer during this event. There were no adverse consequences reported.

Manufacturer narrative:
The chuck was received at the manufacturer for service. During the evaluation an unk liquid came out of the device. A follow-up report will be submitted after the quality investigation has been completed.